Event description:
Customer experienced an occlusion alarm. Despite changing four infusion sites, the alarm persisted until the cartridge was replaced, which resolved the issue. There was no adverse impact to the customer¿s blood glucose level, and the customer declined further follow-up from tandem technical support.